Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 500 mg/dl and current blood glucose was 380 mg/dl. Customer stated that the cannula was bent and insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.